Event description:
A surgeon reported that air was generated when in ultrasound and irrigation/aspiration modes during case. The surgery was completed by "not increase the pressure to aspirate". There was no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. A sample has not yet been evaluated. (B)(4).